Manufacturer narrative:
Continuation of d10: 5071-35 lead implanted (B)(6) 2015 dtma1d1 crt-d implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance had increased and there was an alert for an out of range (oor) svc impedance measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had a fractured svc coil and a rv coil. The lead exhibited high defibrillation impedance and a variability in defibrillation and pacing impedance. The svc coil was programmed off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The clinic disclosed that the patient attended an office visit for checkup. The alert was cleared. The patient further complained of fatigue and chest pain after their office visit. General cardiologist did some testing for the symptoms. No additional action was taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.